Manufacturer narrative:
The biomedical engineer (bme) reported on 11/04/2025 that this bsm was randomly rebooting. No patient harm was reported. The bme said they move the bsm-1733's around and would not know which one was connected to the main bsm at the time the original issue occurred. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the bsm: bedside monitor (bsm-1733) model #: bsm-1733a serial #: ni device manufacturer data: ni unique identifier (UDI) #: (B)(4). Returned to nihon kohden: .

Event description:
The biomedical engineer (bme) reported on 11/04/2025 that this bsm was randomly rebooting. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported on 11/04/2025 that this bsm was randomly rebooting. No patient harm was reported. The bme said they move the bsm-1733's around and would not know which one was connected to the main bsm at the time the original issue occurred. Investigation summary: after the logs were reviewed for randomly rebooting; nihon kohden corporation (nkc) confirmed that these incidents were caused by software issues. A release of the countermeasure software ver.08-97 is in progress. Trending will continue to be monitored for this device, incidents, issues, and causes. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the bsm: bedside monitor (bsm-1733) model #: bsm-1733a serial #: ni device manufacturer data: ni unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported on 11/04/2025 that this bsm was randomly rebooting. No patient harm was reported.